Event description:
It was reported that the ilet pump¿s touchscreen and front casing split while the user was repositioning the device on a waistband, resulting in a cracked display and bezel separation, with the pump otherwise functional but no longer watertight and a replacement arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included collection of event details, functional assessment by phone, and replacement logistics with return of the original unit for evaluation. Investigation of the returned device revealed a mechanical enclosure failure of the touchscreen/bezel assembly consistent with screen damage and housing separation, with no alarms and continued operation reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure during handling.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.